Event description:
It was reported that at the user facility the device was running inside of the packaging and overheated. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not yet been returned for evaluation.

Event description:
It was reported that at the user facility the device was running inside of the packaging and overheated. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.